Manufacturer narrative:
The reported event of difficulty disconnecting the drive line was confirmed during analysis. The evaluation of the returned system controller revealed a loose screw inside the bulkhead connector resulting in a compromised function of the locking mechanism. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time a supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator was reviewing how to exchange the system controller with the patient and had difficulty removing the driveline. The latch was stuck. The vad coordinator was finally able to move the latch up and was able to exchange the controllers. The system controller was not connected to the patient at the time of the event. The patient given a new backup system controller.